Manufacturer narrative:
Product ID 8709, lot# j11140r06, implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep), regarding a patient receiving intrathecal therapy via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. At an unknown refill, there was a reported volume discrepancy, where the actual residual volume (arv) was much greater than the expected residual volume (erv). The actual numbers were not known. The hcp attempted to do a catheter access port (cap) aspiration; however, the results were unknown. The patient experienced increased pain and saw a surgeon sometime between 2015 (B)(6) and 2015 (B)(6). The plans were to do a cap (B)(4) study on 2015 (B)(6). The pump logs were checked and there were no alarms (i.e. Motor stalls). No history was known other than, the patient had lost 100 pounds over the last year and a half. Additional information was requested regarding the event date, notify date, and refill date; the infusing drug and concomitant drugs; additional medical history; troubleshooting/diagnostics performed; and causes. If additional information is provided, a follow-up will be submitted.

Event description:
Additional information received from the manufacturer representative. The representative was not sure when the event was reported to them, the reported "it was the beginning of (B)(4) maybe." It was briefly mentioned to the representative at an appointment for another patient. The patient had their catheter replaced and was now receiving effective therapy, with no volume discrepancies.